Event description:
On (B)(6) 2012, the lay user/ patient contacted lifescan (lfs) alleging that her onetouch ultramini meter was giving her inaccurate high readings as compared to her normal feelings/result(s). The complaint was classified based on the customer care advocate (cca) documentation. The cca was advised by the patient that at unspecified date and time at the end of (B)(6) 2012, she obtained the alleged high readings of "248, 150, 148, and 129mg/dl" with the subject meter. The patient stated that she manages her diabetes with oral medication (unknown type and dosage), diet, and exercise and denied making any changes to her usual diabetes management routine in response to the reported issue. Three weeks after the alleged issue occurred, the patient claimed to have developed symptoms of "shakiness and other symptoms associated with low blood sugar readings." It is not known if the patient received any treatment in response to these symptoms. At the time of troubleshooting, the cca determined that the subject meter was set to the correct unit of measure at time of testing. Replacement products were sent to the patient. Although it is not known if the patient received any medical treatment after the alleged issue occurred, this complaint is being reported because the patient developed symptoms of severe hypoglycemia.

Manufacturer narrative:
The meter involved with this complaint has been returned and evaluated by lifescan product analysis (pa) on (B)(4) 2012 with the following findings: the meter has passed pa testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. The 510(k) # is k061118.